Event description:
This lead was implanted on (B)(6) 2011. It was reported that the lead flipped and was revised at this procedure. It took place at (B)(6) clinic and hospital with dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).